Manufacturer narrative:
Insulin pump passed the displacement test, rewind, and basic occlusion test noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to confirm motor error due to prime anomaly. Motor passed motor test. Insulin pump had minor scratches on lcd display window, broken battery tube threads, broken reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window, and cracks on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error and a scratched screen on the insulin pump. She stated that the alarm occurred during the prime. She could not recall any significant events leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. The blood glucose reading was 244 mg/dl. Nothing further was reported.